Event description:
The needle core could not be pulled out after the renal cyst drainage tube was placed, resulting in a pile of tubes at the end of the drainage tube, and the patient could not be treated after removal.

Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations and non-conformances were recorded. A review of returned product from the customer was performed. Sample was inspected visually and there were no damages identified on the device. Sample was then functionally tested but metal stiffener and stylet could not be removed due to dry blood and/or body fluid on the device. 70% isopropyl alcohol was sprayed on the device and metal stiffener was removed from drainage tube and stylet (tro-car) removed from the metal stiffener without any issue. Product complaint mode could not be duplicate during the evaluation and the complaint was not confirmed. Most likely this issue was related to an event within the user environment, so no further evaluation is needed at this time. No corrective action is required at this time because a manufacturing defect could not be confirmed.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
The needle core could not be pulled out after the renal cyst drainage tube was placed, resulting in a pile of tubes at the end of the drainage tube, and the patient could not be treated after removal.